Manufacturer narrative:
Insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No button error alarm. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners, scratched battery tube thread, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm and high blood glucose readings. Customer stated that the alarm occurred while sleeping. Customer's blood glucose reading at the time of the call was 249 mg/dl. No further information reported.